Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device revealed a hypotube shaft break at 160 mm from the hub. The hypotube was also kinked at several locations along its length. No damage was noted to the tip, balloon or blades of the device. Solidified blood was present on the exterior of the balloon. Contrast media was present within the balloon, therefore, indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft of the device fractured. A 15/3.00mm flextome¿ cutting balloon¿ was selected to treat the target lesion. During a percutaneous coronary intervention (pci), it was noted that the shaft of the cutting balloon snapped. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is stable.

Event description:
It was reported that the shaft of the device fractured. A 15/3.00mm flextome¿ cutting balloon¿ was selected to treat the target lesion. During a percutaneous coronary intervention (pci), it was noted that the shaft of the cutting balloon snapped. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is stable.